Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was not working properly, and the device was no longer inflating. A surgical procedure was performed, during which the ipp was removed. No patient complications were reported.